Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch# unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that a call was received about those tiny gold bladder clips that are used when you have surgery. I am slowly dying because of those clips and other people too.